Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 at 4:00am, the patient was taken to the hospital via ambulance. Prior to this, the patient had fallen asleep and passed out. Her husband heard her making noises and checked her blood glucose manually and it was 20 mg/dl while the cgm was displaying "low"; however, there was no alert. He gave her glucagon and when paramedics arrived, they transported the patient to the emergency room. The patient was provided apple juice at the ER and went home after 2-3 hours. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.